Manufacturer narrative:
G3 aware date in initial report should have been 2024-03-19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they had a problem the other day with it. Patient said about 3 4 days after implant their lower back started hurting so bad and they thought it was just like they tweaked their back but then they started getting really bad back spasms so they had to turn the unit off. Patient turned the therapy off for a couple days and then turned it back on at a lower setting following their doctor's advice and it's been fine since then. Reviewed how to connect to implant and reviewed information about programs. Patient was able to connect and increase stim to a comfortable level. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they have had some issues and are not sure if it is related to the device or not. The caller reports that on the 2nd or 3rd day after the implant, they thought they were having lower back spasms but now they think they were shocks because they were kind of sharp and uncomfortable in the back. They turned the therapy off and called the doctor's office and were told to turn it back on in a lower setting. They have been trying to experiment with all the programs and it was pretty severe back pain and they could not handle it so they turned it off a couple days ago because it was bothering them. This morning they woke up with the same kind of pain. They think it is around the waist and the whole general area below the waist above the tailbone. When they turn it off, within 15 - 20 minutes, the pain is completely gone but it has been on for the last couple days and this morning they just experienced the same thing. The patient was redirected to their healthcare provider to further address the issue. Patient described back pain that came on shortly after implant. She is unsure if it's related to the device because the pain came back with the therapy turned off. Redirected to hcp.

Manufacturer narrative:
See b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.